Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, their front teeth are chipping. And they cannot fully bite down. The aligners makes their mouth feel uncomfortable and jaw awkward. They have bite concerns. Patient provided bite video showing incisal edge to edge malocclusion with premature contact of the anterior incisors. Where the patient noted, concerns of chipping.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.